Event description:
Information was received from a patient (con) who was receiving unknown morphine and unknown drug via an old implantable pump. The patient mentioned that the old pump was infected and that was the reason why it needed to be replaced. When asked about event date the patient mentioned "roughly (B)(6) 2023". The agent reviewed information and redirected the patient to their managing healthcare provider (hcp). When asked about medication the patient mentioned their old medication was morphine, unsure of the current medication. The agent documented information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.